Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). (Date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 23 - manufacturing deficiency. The affected sample was inspected upon receipt with no visual anomalies noted. The unit was setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter. While pumping with the sarns system, the pump exhibited no unusual noises. However, when setup on the sorin drive with the adapter, an audible noise was observed.thorough investigation was performed as outlined within the attached memo. Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the bearing to the rotor and the dimension of the bearing pocket in the magnet housing. Maintenance was performed to the mold for the magnet housing. Corrections are being investigated as it relates to the arbor press to ensure consistent assembly of the bearing and the magnet rotor. CAPA 8d-01227 has been initiated to document and address the investigation and any potential changes required to remedy the failure mode observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 19, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received indicates that the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 170) . Results code: 170 - manufacturing process problem identified the affected sample was inspected upon receipt with no visual anomalies noted. The unit was setup in a saline circuit with a sarn drive system and the pump exhibited no unusual noises. However, when setup on the sorin drive with a terumo cp adapter, the pump exhibited no unusual noises. A representative retention sample was tested as well with no visual or sound anomalies. Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the bearing to the rotor and the dimension of the bearing pocket in the magnet housing. A CAPA has been initiated to document and address the investigation and any potential changes required to remedy the failure mode observed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the centrifugal pump head was vibrating. Per user facility, the vibration occurred approximately 5-10 minutes into the prime circulating. They have tried reseating and changing the adapter, but could not resolve the noise. The pump head was replaced and the issue was corrected. It is unknown if the surgery was completed successfully. No known impact or consequence to the patient. The product was changed out.